Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00019828. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. The implant was sent for analysis under tracking number (B)(4), however the implant was lost before the analysis could be performed. Since the device is not available, no tests can be performed, and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. A manufacturing record evaluation (mre) was performed for the finished device (B)(4), and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side breast implant rupture. Concomitant medical products: left side; 750cc mentor smooth round moderate plus profile; catalog number: 3502750bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00019828. It was reported that a (B)(6) caucasian patient underwent revision breast augmentation with a 250cc mentor memorygel breast implant and was presented with right side breast implant rupture postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3502754bc; serial number (B)(4) on right side and with catalog number 3503004bc; serial number (B)(4) on (B)(6) 2017.